Event description:
It was reported that the patient presented for generator exchange. During procedure, the torque wrench could not loosen the set screw on the pacemaker. The set screw was removed using an l-shaped wrench and the pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of the ventricular setscrew was difficult to untighten was not confirmed. The pacemaker was returned for analysis without the setscrew. To determine the cause, the v-setscrew has to be examined and analyzed. No analysis can be performed due to the setscrew not being returned.